Manufacturer narrative:
Should any additional information be received by the customer then an additional report will be submitted. (B)(4). At this time, carefusion has not received the suspect device/component from the customer for evaluation.

Event description:
The customer reported that the amplitude and the piston on this 3100a high frequency oscillating ventilator would unexpectedly drift while being used on a patient. Alternate ventilation was provided by changing out the unit to a known good unit. When the amplitude and piston fluctuate, subsequently the mean airway pressure would normally change, but in this case the mean airway pressure stayed the same. The customer stated that there was no patient injury or harm associated with this reported issue.

Manufacturer narrative:
Results of investigation: a carefusion field service representative (fsr) evaluated the device onsite. The fsr adjusted the mean airway pressure and calibrated the unit. The unit meets factory specifications.